Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 4 pm for a high blood glucose level of 743 mg/dl. The customer was treated with insulin and fluid. The customer was off the insulin pump for a couple of hours. No further information was provided.